Event description:
Reporter stated that the surgeon inserted a collamer 3-piece intraocular lens model cq2015 in the eye and noted it was torn. The surgeon removed the lens without enlarging the incision. No patient injury.

Manufacturer narrative:
Results: visual inspection of the lens shows the lens optic is torn and a haptic is torn off and is missing. Clear surgical residue on product. Conclusions: no conclusions can be drawn based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.